Manufacturer narrative:
The removed speaker was returned to the product investigation lab (pil). The speaker was temporarily installed on the standard test bed (stb), and it was noted there was an alarm for "check vent: primary alarm failed". It was also verified that the speaker failed pin to pin and solder to solder joint testing. It was confirmed the failure of this returned speaker was due to an open resistance to the voice coil of the speaker. Pil confirmed the removed speaker is faulty.

Manufacturer narrative:
A philips asp replaced the user interface (ui) assembly and speaker to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. A service quote was approved by the customer. A philips authorized service provider (asp) went on-site and determined that a replacement of the display assembly and speaker was required. Device repair is still pending.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the alarms do not function. It is unknown if the unit was in patient use at the time of the reported issue. There was no patient or user harm reported.